Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017- device evaluation: in q3 2017, there were 1 instances of audio failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 17 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to a cracked solder on the piezo. During investigation for unrelated allegations, there were 1 additional audio failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-72 years of age and between 50 and 240 pounds. Of the reported patients, 10 were male and 7 were female.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation:in q1 2017 there were 2 additional instances of audio failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.